Event description:
Feedback (1) reported (B)(6) 2026: patient was admitted for four days and is now back home. Logs show transported volume went down ((B)(6) 2026 start) from >900ml/day to <100ml/day (ongoing at last available log 31 (B)(6) 206=26). Tdv (total daily volume pumped) changed from one day to the other. (B)(6) spoke with physician assistant and will follow up. Re-intervention performed (B)(6) 2026: exchange of peritoneal catheter and connector.